Event description:
Received a report from FDA (mw #1035320) indicating a consumer purchased and used the playtex embrace breast pump for 3 weeks exclusively and observed open wounded on their nipple. No additional info was provided.